Event description:
Report received from an international affiliate of an overdelivery. The report stated, "a month and a half ago, in a pt healthy, that was operated due to a septoplastia, a anne pump was used administer propofol over channel "a" and remifentanilo over channel "b". The channel b worked properly, but on channel a, propofol was prepared to be administered 0.1mg/kg/hour, the dilution was done according to the product label. It was programmed to deliver propofol in two and a half hours but it did it in 23 minutes. The pt did not suffer any untoward consequences." Though requested, no additional info was provided.